Event description:
Additional information was received that the physician is now feeling that the sluggish vocal cord or any of the related issues were related to vns and was related to a tracheotomy the patient had. The vocal cords was seen to be more sluggish with stimulation so the patient was having their generator left off until the vocal cord shows improvement. The patient had been intubated, ventilated then trached and ventilated in the month before the issue was discovered. The patient a recent generator replacement but the lead was not replaced so there should not have been any manipulation of the vagal nerve. There was also an ent involved that was helping evaluate the patient. When the patient was scoped the left vocal cord was sluggish with no stimulation and was more sluggish with stimulation. Diagnostics were within normal settings. They are going to slowly increase the patient¿s settings but the vns will remain off until the vocal cord show improved movement. The patient does not have a history of vocal cord issue.

Event description:
It was initially reported that the patient was having some vocal cord issues and the nurse practitioner had some questions about vocal cord paralysis and vns. The nurse practitioner explained that the patient had been hospitalized for respiratory failure that was not related to vns and was taken to an outside hospital where she had a tracheostomy and intubated. The patient still had the tracheostomy tube in place. The patient had their generator turned on following a generator replacement and had some coughing so the generator was turned off. The patient was scoped so the vocal cords could be examined. One vocal cord (not specified) was reported to be ¿sluggish¿ when the generator was turned on to test and stimulation was on it become paralysis. The patient had the generator turned off and was sent home. The patient then can back for another appointment and the ¿sluggish¿ vocal cord looked healthier but still become paralysis when then generator stimulated. The patient had x-rays performed and the lead appeared to be intact per the nurse practitioner. X-rays were not provided to the manufacturer for evaluation. It was decided to lead the vns off to allow the patient more time to heal and the office will evaluation the patient at a later time to determine the course of action. Further information was received that the same nurse practitioner told the company representative in the field that the vocal cord issue was not related to vns. Good faith attempts for additional information and clarification have been unsuccessful to date.